Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire and a catheter was returned for evaluation. An initial visual observation of the photograph showed a guidewire and a catheter on a sterile cloth. The guidewire was observed to be deformed and bent in several areas, leading up to the tip of guidewire. No burrs could be seen on the guidewire due to the quality of the photograph; however, the guidewire was confirmed to be damaged. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. A catheter with an orange adapter was also observed in the photograph. The catheter shaft appeared to be used and damaged. However, the photographed catheter is not included in the microez microintroducer kit of the provided material number, 0668945. Additionally, the complainant indicated that the issue occurred with the guidewire and introducer needle. The introducer needle was not observed in the returned photograph. Therefore, the evaluation was completed on the photographed guidewire. This complaint will be recorded for future trending and monitoring purposes. A sample was not returned for the other occurrence reported; therefore, that occurrence is inconclusive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during catheter placement by nurses, two cases occurred where the tip of the vascular sheath guidewire had burrs, preventing passage through the puncture needle and resulting in failed puncture. After re-puncture, a new vascular sheath was used. No further details provided. It was reported this occurred with two devices. This report addresses both devices.